Event description:
It was reported that the trailing haptics broke off during insertion. The lens was removed and another lens of the same model was implanted. The capsular bag was damaged and the patient required a capsular tension ring. This report refers to patient's left eye. Reference MDR# 2031924-2014-00212 for the lens used during the event.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.